Event description:
Customer reported that their pump screen was dark and wouldn't turn on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including plugging the pump into a power source and attempting a reboot, but the pump did not turn on. The customer reverted to an alternate form of insulin therapy. The customer was provided with instructions on returning the problematic device and understood the steps involved.